Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflect the w. L. Gore internal case number. An explant investigation will be conducted after receipt of the device. Further details were requested from the physician, but not provided yet. Further investigation is being conducted and will be included in the final report. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2025, it was reported to gore concerning a gore® acuseal vascular graft that was explanted. According to the report, a 6x40 mm acuseal graft needed to be explanted due to the graft lamination becoming 'loose'. The explanted acuseal graft is available for evaluation. No other information was provided. Additional information has been requested.

Manufacturer narrative:
B2: event summary updated. H6: added : b14, c19, d15, f1901. Removed: c21, d16. A review of the manufacturing records indicated the device met pre-release specifications. Product evaluation: a gore® acuseal ¿ vascular graft was implanted on (B)(6) 2024. The following information regarding this event was provided to w. L. Gore & associates: on 16 july 2025, it was reported to gore concerning a gore® acuseal vascular graft that was explanted. On (B)(6) 2025, reportedly, a patient with a 6 mm x40 mm acuseal graft (implanted on (B)(6) 2024) presented with a detached laminate of the acuseal graft. The physician reportedly decided to explant the delaminated vascular graft. A new 6 mm x 40 mm acuseal graft was reportedly, implanted. No other information was provided. No images are available for evaluation. The explant has been returned to the manufacturer for investigation. The graft fragments were returned to w. L. Gore & associates for investigation. Submitted in formalin were two (2) gore® acuseal vascular graft fragments (vgf-1 and vgf-2) which had been longitudinally transected to varying degrees prior to arrival at w. L. Gore and associates. Both graft fragments were patent. The abluminal surface of the graft fragments were partially covered with multifocal to coalescing areas of tan to light-pink soft tissue. The graft had raised areas associated with graft layer separation between the eptfe and silicone layers present in the lumen of the graft fragments. Microscopically, these areas exhibited multifocal chronic separation of the silicone and attached luminal eptfe layers from the abluminal eptfe layer associated with fibrotic cannulation tracts. Collagen confluent with cannulation tracts filled the space created by layer separation. Anastamotic sites (presumed) were present at the extremities (vgf-1 extremity a and vgf-2 extremity b). There was no evidence of inflammation or infection associated with the graft. The graft fragments were subjected to an enzymatic digestion process to remove biologic debris. Following digestion all graft fragments were examined for material disruptions with the aid of a stereomicroscope. Disruptions identified were not associated with handling or manufacturing process at w. L. Gore & associates. The disruptions were consistent with manual manipulation via cannulation and surgical instrumentation (e.g., scalpel, scissors and suture) which were likely used during dialysis and/or surgical procedures. Repeated cannulations, localized to the same region of the vascular graft may have resulted in layer separation. Due to the longitudinal transection in both device fragments prior to arrival, it is difficult to discern the extent of layer separation in-vivo or after device explant and transection.

Event description:
On 16 july 2025, it was reported to gore concerning a gore® acuseal vascular graft that was explanted. On (B)(6) 2025, reportedly, a patient with a 6 x 40 mm acuseal graft (implanted on (B)(6) 2024) presented with a detached laminate of the acuseal graft. The physician reportedly decided to explant the delaminated vascular graft. A new 6 x 40 mm acuseal graft was reportedly, implanted. No other information was provided. No images are available for evaluation. The explant has been returned to the manufacturer for investigation.